Event description:
It was reported that pump displayed continuous glucose monitor error message while g7 sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, and completed reset with guidance, after which pump no longer displayed the error message.